Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 41 (patient temperature sensor failure) message upon power on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows no damages to the platform. A review of the archive was performed and the reported complaint of a user advisory (ua) 41 (patient temperature sensor failure) was confirmed. The archive data shows that numerous ua 41 faults occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of a ua 41 fault was observed when the platform was powered on. The temperature sensor was found to be at fault. Based on the investigation, the part that was identified for replacement was the temperature sensor. In summary, the reported complaint of a ua 41 fault occurring was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective temperature sensor. Upon replacement of the temperature sensor, the platform passed all testing criteria.